Manufacturer narrative:
(B)(4). Additional information: malfunction. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Open foil was received for evaluation. The open foil was examined for visual inspection and present excessive manipulation, and multiples holes in cavity. The conditions of the holes could not be determined due to the condition of the foil received. It could not be determined what may have caused the reported incident.

Event description:
It was reported that the staff pulled suture from the box and noticed the package had pin holes, so they did not use it. There was no patient involvement reported. No further information is available.